Event description:
Valve eas explanted due to endocarditis. Preoperatively, the patient experienced fever, arrhythmia, and elevated gradient of the mitral valve. Vegetation was observed on the valve sewing cuff at explant.